Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported uveitis and exudate in the anterior chamber of an eye following an intraocular lens (iol) implant procedure. The patient was treated with steroids and the symptoms recovered. The lens remains implanted.